Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported door not closed which was reproduced. A review of the event history log identified multiple shut door - power off messages. The reported condition was verified. The cause was determined to be failed lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device malfunction would not lead to a death or serious injury if the malfunction were to recur since the determined cause would only lead to a delay of therapy.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a 'door not closed' issue. The problem happened during testing at the biomedical service department. There was no patient involvement. No additional information is available.